Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent exploratory laparotomy with lysis of adhesions, small bowel enterotomy repair, small bowel resection and recurrent hernia repair surgery on (B)(6) 2014 and mesh was implanted during which the surgeon noted very dense adhesions to the prior aspect of the anterior wall attaching to the mesh. While lysing the extensive adhesions, especially at the superior aspect of the abdominal wall from off the mesh, a large enterotomy was created, as well as multiple serosal tears within an approximately 3 cm segment of the bowel. The bowel was resected. It was reported that the patient underwent wound revision with drainage of the abdominal wall abscess on (B)(6) 2016 during which the surgeon reported ¿the previously placed mesh was not being incorporated into the fascia and was removed. It was reported that the patient experienced severe pain, adhesions, scarring, mesh migration, abscess, wound drainage, bowel obstruction, bowel resection, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. The patient had a previous mesh implanted on (B)(6) 2006 which is captured in separate file. No additional information is provided.